Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the existing production documents. The production process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All mfg steps were carried out correctly. In summary, there is no indication of a mfg error.

Event description:
Ous MDR - after an implantation time of 9 yrs, a sensing problem was reported. The pt suffered a syncope and underwent an emergency operation. A damaged insulation was found during the revision. The lead was then deactivated.